Event description:
It was reported that on (B)(6), 2011 at bedtime the patient obtained the blood glucose reading of 250 mg/dl. On (B)(6) 2011 morning the patient's blood glucose level was 275 mg/dl to 300 mg/dl. The patient tested positive for ketones; he did not report experiencing any symptoms of high or low blood glucose levels. The patient reportedly has a bacterial infection and is taking medications for this, as well as celiac disease. Troubleshooting revealed the pump settings were correct, the date and time were correct and there were no air bubbles in the cannula. The patient reported bleeding at the infusion site. There is no evidence the pump was not functioning appropriately. The patient was currently suffering from an infection and celiac disease, which can lead to elevated blood glucose levels. However, as the patient experienced elevated blood glucose levels and positive ketones while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed and showed that the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use was observed in black box or download history. There was no data in the black box or download histories from time of the patient's reported hospitalization. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications.